Event description:
It was reported by the patient that he has complaint about bleeding post procedure. There was no performance allegation against the delivery device and physician determined that the procedure was successfully completed with no clinical consequences to the patient. Patient's current condition is good.

Event description:
The patient was experiencing hematuria 2 post procedure. A urinary culture performed resulting in the patient being treated for uti with antibiotics therapy. There was no performance allegation against the delivery device and physician determined that the procedure was successfully completed with no clinical consequences to the patient. Patient's current condition is good.